Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a pediatric hernia surgery on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off. The fallen piece was retrieved from the patient. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided.